Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set ckt set a blood leakage was found at the connector between the dialysate line and the transparent plate. The amount of blood loss was not reported. There was no alarm trigger during the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The dialysate pump segment was verified to be disconnected on one side from the support plate. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The involved operator was retrained and awareness training was provided to all operators. The batch involved in this report was manufactured prior to these actions. Should additional relevant information become available, a supplemental report will be submitted.